Manufacturer narrative:
Review of the device history records revealed no manufacturing, processing or design related irregularities. The trestle luxe plate was found to be properly manufactured and released in accordance with the device master record. Previous engineering investigation determined that this type of occurrence is the results of over angulation of the anchoring plate screw. Both the surgical technique (lit-84315) and instructions for use (ins-048) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self-centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Event description:
While inserting a 4-level trestle luxe plate one of the self-tapping screws passed completely thru the plate. The plate was removed and replaced with a new 3-level plate at which time the rescue screw also passed completely thru this newly implanted plate. The rescue screw was removed from the patient while the 3-level trestle luxe plate remains secured within the patient's cervical spine. Removal and replacement of the implants caused a 30-40 minute delay in the case.